Manufacturer narrative:
Investigation: complaint investigator¿s visual inspection of returned component, zireal® post 4.1mm(d) x 6mm(p) x 4mm(h) (zirconia abutment) has confirmed that the ceramic post has fractured. As returned, the crown remained attached to the ceramic post. No lot or order number has been provided for review. Although a complete dimensional analysis of the zireal post cannot be performed due to the condition of the returned product, visual comparison to drawing 6396 rev n did not provide any indication of a manufacturing defect that would contribute to this event.

Event description:
The doctor indicated the zirconia abutment fractured (originally placed in 2007). There was no report of injury or infection due to the reported malfunction.